Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 20-jul-2023 h.6. Investigation summary: a device history record review was completed for provided material number (B)(4) and lot number 2302157. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample and two (2) syringe samples were returned for evaluation by our quality team. Through examination of the samples, broken plunger rods were observed. An exact cause for the observed damage could not be determined. The material used to manufacture the emerald syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline system which inspects all product and automatically rejects any defects identified. It is possible that the damaged plungers resulted from a blockage in the barrel feeding process which then went undetected by the assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see h10.

Event description:
It was reported that prior to use with 10 bd emerald¿ syringes the plunger was discovered to be broken while in packages and the broken pieces are not in the package. The following information was provided by the initial reporter, translated from french to english: on several occasions, the department has found 10-ml syringes damaged. The packaging is intact, but all or part of the plunger is missing. It seems to have been broken, but the pieces are not in the package.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with 10 bd emerald¿ syringes the plunger was discovered to be broken while in packages and the broken pieces are not in the package. The following information was provided by the initial reporter, translated from french to english: on several occasions, the department has found 10-ml syringes damaged. The packaging is intact, but all or part of the plunger is missing. It seems to have been broken, but the pieces are not in the package.